Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The customer reported that no further information will be provided. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 - the event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2019. The cause of death was unknown but was not thought to be device or therapy related.